Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the implantable neurostimulator (ins) was not working. The patient thought she may have an infection since (B)(6) 2016. The patient was not able to feel stimulation and was not sure if the stimulation was working. Later the same day, it was reported the patient was not able to feel stimulation and therapy was on. It was reviewed for the patient to increase the amplitude. It was noted the patient's bladder was hurting since (B)(6) 2016. The patient's device was implanted so the patient would go to the bathroom more. A day later it was reported the patient was able to feel stimulation at the time the consumer adjusted the stimulation the day prior, but was not able to feel the stimulation now. The caller noted the patient had voided this morning but does not believe it was enough. The caller had suggested the patient used a catheter to measure but the patient refused to do so. The caller indicated the patient's bladder continued to hurt. Additional information received via the healthcare provider (hcp) reported a urinanalysis was performed and no infection/sign of infection was present. Patient complained of vaginal pain with no other urinary symptoms. Since the pain was vaginal the patient was instructed to see the gynecologist. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.